Manufacturer narrative:
(B)(4).

Event description:
Information was received that the cadd legacy plus pump has alarm no disposable clamp tubing. Patients spare pump is not alarming when used with same cassette. No reported adverse effects.